Event description:
Information received indicates the head drive is stuck in the up position and will not lower beyond 45 degrees, even with CPR engaged.

Manufacturer narrative:
The technician replaced the head drive to repair the bed.